Event description:
Per the operating room: valve was explanted due to the pt being "intolerant of the valve." The valve was replaced with a porcine valve. No additional info is available at this time.